Event description:
The customer stated that while validating the cell-dyn emerald with another cell-dyn (sapphire) in their lab, one patient sample generated a falsely elevated wbc result of 9.1 k/ul that was not flagged by the cell-dyn emerald analyzer (no l1 flag) and the nucleated red blood cells (nrbc) were not detected. The same patient sample had previously generated a wbc result of 7.7 k/ul with an nrbc of 1.49 k/ul on the cell-dyn sapphire analyzer. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete. Other text : an investigation is in process